Event description:
The customer was not feeling well, they were lying on the couch and could not breathe. A neighbor called 911. When the emergency medical technicians arrived the customer's device read 216mg/dl and the emergency medical technicians device red 88mg/dl. An IV was started and the customer was taken to the hosp. The hosp tested blood glucose and rec'd a result of 67mg/dl. Controls had been opened more then three months. A request was made for the return of the suspect device and replacement product was sent.